Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2018, the a1018 mayfield swivel adaptor was used during a craniotomy and had relaxed itself intraoperatively. The operator noticed that the system was loose. There was an intraoperative tightening of the locking screw of the a1018. After a moment, the adaptor loosened again when working with the router on the skull, which created vibrations on the system. There was no patient injury reported. The event did lead to a ten(10) minute increase in surgery time; there was no harm to the patient because of this. The surgery was finished without any replacement.

Manufacturer narrative:
During evaluation, no technical failure was found on the a1018 swivel adapter. However, there was movement in the system because the base handle of the a2101 does not build up enough pressure and has to be overhauled and adjusted. The a2101 failed the test in that the 6 inch transitional member can´t rotate. Device history record was reviewed and no issues were found. There were no prior service records on the a1018 device. Root cause is undetermined at this time.